Manufacturer narrative:
Product event summary: the device was returned and analyzed. There were no anomalies found. Performance data collected from the device was received and analyzed. High resistance/impedance was noted, with three patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012. Programmer data shows alert events for "rv pacing lead impedance > 3000 ohms" on (B)(6) 2012 and "atrial pacing lead impedance > 3000 ohms" on (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: unk implantable pacing lead (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high and out of range right ventricular (rv) and right atrial (ra) impedances. Via a new device the leads tested within normal limits, so the device was explanted and replaced. No patient complications have been reported as a result of this event.